Manufacturer narrative:
Unit was replaced for the customer.

Event description:
It was reported the scale was inaccurate due to a bent bed frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.